Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after an ablation procedure, using a 5fr sheath. A small amount of blood was observed after use of the prostyle device. Manual compression was additionally applied to achieve complete hemostasis. After discharge, the patient began to have claudication occurring after walking a few meters. Reportedly, twelve days post procedure ((B)(6) 2021), a computed tomography scan showed stenosis of the right external iliac artery. It was considered that the intima of the blood vessel was stitched with the suture of the prostyle device, which was surgically removed. The patient followed an uneventful course thereafter. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The patient effects of occlusion and pain are listed in the prostyle instructions for use (IFU) as potential adverse events associated with use of the suture mediated closure devices. A conclusive cause for the reported backwall stitch and failure to achieve hemostasis could not be determined. The reported patient effect of occlusion and pain are known as an inherent risk of the procedure. The subsequent treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue.g2 report source.